Event description:
(B)(6). I received expired covid test kits. Tests were made (B)(6) 2022 . Last date of use (B)(6) 2023 I received (B)(6) 2023 total the tests are about 3 years old . Do you think they can be used ? I want to return them to you . How can I do it for free?